Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and shocks for an episode that appear to be supraventricular tachycardia (svt) or other atrial-driven rhythm event. All available therapy was delivered at the moment. The device remains in service. According to the sales representative, no changes were made. It was found that the device functioned appropriately. No adverse patient effects were reported. After a couple of years the device was explanted due to normal battery depletion and was returned for analysis without additional allegations. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. <<visual examination of the device header and case noted no anomalies.>> <<dimensional analysis of the header was completed. Each port measured as expected.>> pacing and sensing functions were tested and the device was verified to operate as expected. <<analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.>>

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and shocks for an episode that appear to be supraventricular tachycardia (svt) or other atrial-driven rhythm event. All available therapy was delivered at the moment. The device remains in service. According to the sales representative, no changes were made. It was found that the device functioned as it was programmed. No adverse patient effects were reported.